Manufacturer narrative:
H10 attachment add: memo - MDR submissions.

Event description:
It was reported that a problem with the tool was found in the warehouse, the notches were preventing the plate probes from properly locking into the handpiece. No patient involved.

Manufacturer narrative:
The device was being used during treatment and was returned for evaluation. The functional inspection found that the plate probe locked into position when connected to handpiece without any problem. However, it appeared to have a concentricity issue with the interior of the plate probe prohibiting it from sliding over the long attachment. The DHR was reviewed for pn 101425/lot c12834-2-1 and found a lot that had fit-related issues between the handpiece and visualization tool. There were no other issues that would potentially lead to a future performance issue. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. The functional evaluation confirmed that the device had an incorrect notch curvature. Plate probes from previous suppliers had different curvatures on the locking mechanism, which prevented the plate probe from fully locking in. It was found that these parts from previous suppliers were not machined with sufficient space to allow proper locking with the handpiece. The reported event can be confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault.